Manufacturer narrative:
UDI= (B)(4). Patient sex, describe event problem, device avail. For eval., returned to MFR. On, device returned to MFR., device evaluated by MFR. Device evaluated by MFR.: a visual examination of the complaint unit was carried out. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no issue was noted with the handshake connections. The burr of the device was detached and not returned to site for analysis. The drive shaft was examined and it was noted that the distal coil was broken & stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient was admitted to cardiology with a non st elevation myocardial infarction. The target lesion was located in the mid (lad). A 0.009"coronary wire was selected for use. The patient was managed medically without additional intervention to remove the device as the patient was hemodynamically stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06328. It was reported that myocardial infarction, rotaburr and rotawire detachment occurred and remained inside patient. A 1.25mm rotalink plus and rotawire were selected to treat the target lesion located in the left anterior descending artery (lad). During procedure inside patient, it was noted that the rota burr became defective and broke off in the second diagonal along with the distal end of the rotawire which caused a 100% occlusion of the artery. Subsequently, myocardial infarction was observed. The procedure was terminated due to this event. The complication was discussed to the patient and her family, and surgical removal was suggested. The decision was not to attempt the surgery. The patient was discharged after 3 days in the hospital. No further patient complications were reported and the patient's condition is stable.